Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion is considered to be a permanent impairment or damage. Device issue: not device malfunction has been reported. It was reported via trial that the index procedure was in 2008, and a 2.5 x 28 mm xience v stent was deployed in the proximal mid lad. About weeks later, the patient returned with recurrent angina. The pt presented to the emergency room with intermittent chest pain and shortness of breath. Angiography showed patent mid lad stent. However, there was a 70% occlusion of the ostial diagonal at site of stent deployment. The occlusion was treated with medication and resolved after three days. No additional event or pt info is available.

Manufacturer narrative:
.